Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a wrist tendon repair, smoke was noticed and a burn occurred on the patient arm. The diathermy pencil was not kept in the holster and had made contact with the patients arm. The surgeon may have been unaware that he had activated it. No activation tone was heard. The wound was debrided, sutured, and closed by the surgeon.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation could not reproduce the reported condition. The device's continuity and resistance were evaluated with satisfactory results. The device was plugged into a 40k ohm test box and activated with satisfactory results. The device's cord and plug were manipulated to check for intermittent electrical contact. No activation issues were noted. A test electrode was inserted into the device and the device was plugged into a generator. The device successfully activated and there was no audio failure. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.